Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 600 mg/dl) and ketone level was high. Healthcare provider identified ketone level as dangerous. Customer administered manual insulin injections. Customer did not know cause of elevated bg. Customer's healthcare provider reported pump was not a "good fit" for the customer. Reportedly, customer reverted to manual injections for insulin therapy.